Event description:
The customer reported that the initial ligation device used in the procedure was difficult to open. The ls1500 was the second device used. During sealing an end tone, signaling a completed seal cycle, was heard. However, when the surgeon opened the jaws, the vessel started bleeding. The case was converted from laparoscopic to open. There was no patient injury.

Manufacturer narrative:
Date of initial report: 09/18/2009. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.